Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6fr, 8fr, 10fr, 12fr, 14fr peel away sheath angiomax. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
User facility medwatch report received that states: the perclose did not seal completely on the lateral side of left femoral artery. Physician was placing an impella device and did a pre close with the perclose device. One in the left femoral artery, medial and one in the left femoral artery, lateral. This was done with no complication. At the conclusion of the procedure the impella device was removed and both of the perclose devices were deployed. One of the perclose devices deployed successfully. The other perclose device did not seal completely. Pressure was held and a femoral stop was applied. Left distal pt pulses were palpated in ccu by cath lab tech and ccu rn. Subsequent to the user facility medwatch additional information has been received. The arteriotomy was a 6fr sheath. The sheath was upsized to 8fr, 10fr, 12fr, 14fr peel away sheath. The physician is reported to be trained in the used of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous report filed, user facility medwatch number (B)(4) received: "the perclose did not seal completely on the lateral side of the left femoral artery. The physician was placing an impella device and did a pre close with the perclose device. One in the left femoral artery, medial and one in the left femoral artery, lateral. This was done with no complication. At the conclusion of the procedure the impella device was removed and both of the perclose devices were deployed. One of the perclose devices deployed successfully. The other perclose device did not seal completely. Pressure was held and a femoral stop was applied. Left distal pulses were palpated in cardiovascular care unit (ccu) by cath lab tech and ccu rn."

Manufacturer narrative:
(B)(4). Correction: the date received by MFR date on MFR medwatch follow-up #1 was inadvertently marked na. The correct date on follow-up #1 should have been 03/15/2017.